Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two extensions from same lot. It was reported the patient experienced skin erosion at her right dbs extension. The patient underwent surgical intervention on (B)(6) 2017, where the skin erosion was repaired at the extension connector site.

Event description:
Follow up information identified the issue has been resolved.